Event description:
It was reported that during a da vinci-assisted hysterectomy-malignant surgical procedure, the maryland bipolar forceps instrument broke and pieces fell into the patient. The broken fragments were retrieved in a bag. The instrument broke and it was stuck in an angle that was difficult to remove from the arm. Intuitive surgical, inc. (Isi) technical support engineer (tse) helped the customer press the emergency stop button and left the system in faulted state. The surgeon was scrubbing in to assist with opening port wider to remove the broken instrument. During the process, another piece from the broken instrument fell into the patient. The broken piece was retrieved and the customer was able to remove the instrument from the patient. The surgeon had collided two instruments together causing the instrument to break. Once the staff was able to remove the instruments, no additional issues noted. The procedure was completed robotically with no injury to the patient. Isi followed up with the initial reporter (nurse) and obtained additional information: the broken instrument was the maryland bipolar forceps instrument. The instrument will not be returned at this time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested to return the maryland bipolar forceps instrument involved in this event for failure analysis to be performed, but site informed that the instrument will not be returned at this time. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of the instrument log for the maryland bipolar forceps instrument (part number: 470172-16, lot number: n10181226-0018) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The instrument was used for 1 hour and 12 minutes. The instrument had 5 remaining uses out of 10 maximum uses. Based on the information provided, this complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted hysterectomy-malignant surgical procedure, an instrument broke and pieces fell into the patient. All fragments were retrieved during the same procedure and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to a patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.